Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. B71974 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and adenocarcinoma of the cervix. Concurrent conditions included numbness in face, chest pain, facial pain, fever, allergic reaction to antibiotics, itching, shingles, lower extremity dysfunction, foot pain, swelling nos, pain, flu, insomnia, pain in toe, skin lightening, breast cyst, fatigue, neck pain, headache, general body pain, hypoacusis, vision abnormal, nausea, joint pain, bruising, hand pain, body mass index abnormal, swallowing difficult, pain ankle, back pain, pain in elbow, knee pain, wrist pain, carcinoma cervix, genital bleeding, hemostasis, cognitive impairment and pain in hip. Concomitant products included alprazolam (xanax) since (B)(6) 2014, methylprednisolone sodium succinate (solu-medrol), nsaids since (B)(6) 2012, paracetamol (acetaminophene) since (B)(6) 2012, sodium chloride (nacl) and vancomycin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypoaesthesia ("autoimmune disorder type of disorder: numbness"), paraesthesia ("autoimmune disorder type of disorder:tingling") and rash ("rashes or skin conditions type: rash"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 1 year 3 months after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (on (B)(6) 2014 underwent nova sure ablation and total laparoscopic hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, hypoaesthesia, paraesthesia and rash outcome was unknown. The reporter considered anxiety, depression, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2011 and (B)(6) 2012. A total of 3 coils was noted on the right and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: gross description ¿ both fallopian tubes are attached in place. Upon opening the endometrium is shows a small endometrial cavity and a metal thread that might represent either a contraceptive device of a coil in the fallopian tube. The metal thread most likely does represent a fallopian tube coil and this has been attached to the fallopian tube. The area where the coil is inserted will be sampled labelled a1.. Pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: hypoesthesia, paraesthesia, rash, anxiety. Most recent follow-up information incorporated above includes: on 22-aug-2019: update of information (batch is not valid) product technical compliant. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. B71974 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and adenocarcinoma of the cervix. Concurrent conditions included numbness in face, chest pain, facial pain, fever, allergic reaction to antibiotics, itching, shingles, lower extremity dysfunction, foot pain, swelling nos, pain, flu, insomnia, pain in toe, skin lightening, breast cyst, fatigue, neck pain, headache, general body pain, hypoacusis, vision abnormal, nausea, joint pain, bruising, hand pain, body mass index abnormal, swallowing difficult, pain ankle, back pain, pain in elbow, knee pain, wrist pain, carcinoma cervix, genital bleeding, hemostasis, cognitive impairment and pain in hip. Concomitant products included alprazolam (xanax) since (B)(6) 2014, methylprednisolone sodium succinate (solu-medrol), nsaids since (B)(6)2012, paracetamol (acetaminophen) since (B)(6) 2012, sodium chloride (nacl) and vancomycin. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypoaesthesia ("autoimmune disorder type of disorder: numbness"), paraesthesia ("autoimmune disorder type of disorder:tingling") and rash ("rashes or skin conditions type: rash/rash/skin condition, other"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), 1 year 3 months after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("autoimmune: polyarthralgia"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (on (B)(6) 2014 underwent nova sure ablation and total laparoscopic hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, abdominal pain, arthralgia, fatigue, headache and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, depression, fatigue, headache, hypersensitivity, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: feb-2011 and (B)(6)2012. A total of 3 coils was noted on the right and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: gross description ¿ both fallopian tubes are attached in place. Upon opening the endometrium is shows a small endometrial cavity and a metal thread that might represent either a contraceptive device of a coil in the fallopian tube. The metal thread most likely does represent a fallopian tube coil and this has been attached to the fallopian tube. The area where the coil is inserted will be sampled labelled a1.. Pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: hypoesthesia, paraesthesia, rash, anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: abdominal pain, autoimmune: polyarthralgia, fatigue, headaches and allergy were added. Outcome for events pelvic pain, abdominal pain, autoimmune: polyarthralgia, fatigue, headaches and allergy were resolved. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. B71974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage and adenocarcinoma of the cervix. Concurrent conditions included numbness in face, chest pain, facial pain, fever, allergic reaction to antibiotics, itching, shingles, lower extremity dysfunction, foot pain, swelling, pain, flu, insomnia, pain in toe, skin lightening, breast cyst, fatigue, neck pain, headache, general body pain, hypoacusis, vision abnormal, nausea, joint pain, bruising, hand pain, body mass index normal, swallowing difficult, pain ankle, back pain, pain in elbow, knee pain, wrist pain, carcinoma cervix, genital bleeding, hemostasis, cognitive impairment and pain in hip. Concomitant products included alprazolam (xanax) since (B)(6) 2014, methylprednisolone sodium succinate (solu-medrol), nsaids since (B)(6) 2012, paracetamol (acetaminophene) since (B)(6) -2012, sodium chloride (nacl) and vancomycin. On (B)(6) -2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypoaesthesia ("autoimmune disorder type of disorder: numbness"), paraesthesia ("autoimmune disorder type of disorder:tingling") and rash ("rashes or skin conditions type: rash"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 1 year 3 months after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (on (B)(6) 2014 underwent nova sure ablation and total laparoscopic hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, hypoaesthesia, paraesthesia and rash outcome was unknown. The reporter considered anxiety, depression, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2011 and (B)(6) 2012. A total of 3 coils was noted on the right and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: gross description ¿ both fallopian tubes are attached in place. Upon opening the endometrium is shows a small endometrial cavity and a metal thread that might represent either a contraceptive device of a coil in the fallopian tube. The metal thread most likely does represent a fallopian tube coil and this has been attached to the fallopian tube. The area where the coil is inserted will be sampled labelled a1. Pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: hypoesthesia, paraesthesia, rash, anxiety. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received-new events: ¿abnormal bleeding (vaginal, menorrhagia),depression and mental anguish, numbness and tingling, rash¿, new reporters , plaintiff's information, concomitant drugs, conditions, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.